Event description:
International customer reported that a patient presented with an infection approximately one month following an ent procedure. The patient returned for an incision and drainage of the abscess. Additional information was requested; no further information was received.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.